Event description:
The user facility reported that the electrosurgical unit ceased to operate during a therapeutic transurethral resection of the prostate (turp) procedure. The device was stated to have alarmed and was reportedly completed with another company's electrosurgical unit. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned with a wa00013a high frequency cable to olympus for eval. The eval could not duplicate the user's report of loss of operation. The ues-40 and wa00013a cable were tested, and operated appropriately. The device memory log was examined and showed a history of error 02 message having being displayed on the monopolar coag display screen. The cause of this phenomenon could not be conclusively determined. The device has been serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.